Event description:
I have noticed I am on downward cycle with my health since my breast implants and am just realizing I suffer from migraines, chest pains which I have gone to the emergency room for, have difficulty sleeping, joint pains which make it very difficult to climb my stairs. Most of all I notice I have difficulty concentrating, word retrieval, memory loss and migraines. I have seen multiple drs for arthritis, depression, gastrointestinal and coronary issues but no one to assist with the memory loss or word retrieval which I have been experiencing for years and was coughing it up to age. FDA safety report ID# (B)(4).